Manufacturer narrative:
Event date: date is approximate. Concomitant medical products: product ID: 3889-28, lot#: va1qacq implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 03-apr-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that in (B)(6) they noticed they weren't feeling stimulation and experienced a return of symptoms. They went to their healthcare provider's office and had a reprogramming session and it resolved the issues at that time. They reported that about a week prior, the patient noticed the same thing. They saw the nurse practitioner today and they were told the wires were out of whack, only one program was working and the patient may need surgery. They said the np directed the patient to schedule an appointment to see the healthcare provider when they return. Patient was going to provide an update after meeting with the healthcare provider. No further complications were reported or anticipated.